Event description:
It was reported that a dexcom g6 continuous glucose monitor failed to pair with the ilet, while glucose values continued to display on the dexcom mobile application and the ilet operated in bg run mode. Symptoms included no adverse clinical signs. Outcomes included no alerts or alarms and no impact to blood glucose control or medical care. Investigation included review of device history, product technical review, and receipt and inspection of the returned device. Investigation of this case revealed a device-to-device connectivity issue limited to cgm pairing with the ilet, with successful cgm function on the mobile application and no evidence of ilet algorithm malfunction. It was concluded that the event was attributable to a pairing/connectivity problem between the cgm and the ilet.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.